Event description:
Postoperative complications were reported during a retrospective study of patients that underwent single level cervical arthroplasty using a cervical disc. Between (B)(6) 2004 and (B)(6) 2006, 19 patients underwent cervical arthroplasty (c4/5 = 3, c5/6 = 12, c6/7 =4) using a bryan artificial disc. All patients were administered nsaids for more than 2 weeks postoperatively. All patients were followed post-operatively. The average follow-up period was 27.3 ± 4.9 months (range 24-40 months). Facet degenerations of index and adjacent levels were assessed using radiographs and CT scans at a minimum 24 months after surgery. It was reported that disc space collapse and spur formation was observed at 1 level for upper adjacent segments in one patient and at 2 levels for lower adjacent level segments in one patient.

Manufacturer narrative:
Literature article citation: ryu, ks et al. Radiological changes of the operated and adjacent segments following cervical arthroplasty after a minimum 24-month follow-up: comparison between the bryan and prodisc-c devices. J neurosurg spine. 2010; 13:299,307. The mean age of the study patients was (B)(6); ages ranged from (B)(6). There were 10 males and 9 females implanted with the bryan disc. (B)(4)-(no code available for disc space collapse). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.